Manufacturer narrative:
H10: the fse stated that the reported high inspiratory pressure alarm could not be duplicated. The fse replaced the data acquisition (da) printed circuit board assembly (pcba) as a preventative measure. The fse then completed an overall check, cleaned the device, and performed a running and functionality test on the device. The investigation concludes that no further action is required currently. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
H10: the field service engineer (fse) could not duplicate the issue and determined that no replacement parts were required. The fse stated that they were waiting for an order from the customer to complete further troubleshooting and repair. The investigation is ongoing.

Event description:
Philips received a complaint on the v60 ventilator indicating there was a high inspiratory pressure alarm. The device was being used on a patient when it alarmed for a high inspiratory pressure issue. The ventilator was replaced with another v60 and there was no patient harm as a result of the issue. No delay in therapy was reported and the customer chose not to disclose the patient information. This investigation is ongoing. Investigation is ongoing

Manufacturer narrative:
The replaced data acquisition (da) printed circuit board assembly (pcba) was returned to the philips product investigation lab (pil) for evaluated by a pil technician (pil tech). Functional analysis was completed by the pil tech, and the da pcba passed the pressure accuracy testing at 0 cmh20. The pil tech could not duplicate the alleged "high inspiratory pressure" alarm which had been alleged by the customer. The pil tech's investigation concludes that there was no problem found with the returned da pcba. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. (B)(4).